Event description:
A physician reported that during implantation of an intraocular lens (iol) the lens was scratched. The lens remained in the eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three photos of the lens were provided that the show the lens in the eye. There appears to be a line/mark/scratch across the optic. Associated products were not provided. It is unknown if qualified products were used. The manufacturer internal reference number is: (B)(4).